Event description:
The user facility reported to terumo cardiovascular systems that after 2 hours into cardiopulmonary bypass surgery the po2 descended to 34 and the perfusionist changed out the oxygenator. After 1 hour 15 minutes, the po2 descended to 73 and the oxygenator was changed out, they finished with a po2 of 257. The product was changed out twice. There was approximately 300ml of blood loss. Patient expired.

Manufacturer narrative:
Terumo received the actual device for evaluation and visual inspection noted no anomalies. Gas transfer performance test met oxygen transfer specifications. The event is most likely due to a physiological phenomena experienced by the patient during bypass surgery. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).